Event description:
There was an allegation of questionable sodium electrode and potassium electrode results from the cobas 8000 ise 900 module for three patients. Patient 1's initial sodium result was 209 mmol/l, and the repeat result on another cobas was 141 mmol/l. The initial potassium result was 6.8 mmol/l, and the repeat result on another cobas was 4.6 mmol/l. Patient 2's initial potassium result was 15.5 mmol/l, and the repeat result on another cobas was 5.1 mmol/l. Patient 3's initial sodium result was 858 mmol/l, and the repeat result on another cobas was 139 mmol/l. The initial potassium result was 27 mmol/l, and the repeat result on another cobas was 4.6 mmol/l. None of the questionable results were released outside of the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The sodium and potassium electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Manufacturer narrative:
The customer reported voltage level errors. After the error message, the ion-selective electrode (ise) was inspected and flushed. There were no abnormalities observed in the ise. The customer performed 10 ise checks twice without any issues. The workorder was canceled by the customer as no further issues were reported. The investigation was unable to determine a direct root cause.